Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, once the farawave catheter was inserted into the sheath, air was aspirated continuously. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. No leak nor any air were noted in the patient.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the outer face near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, once the farawave catheter was inserted into the sheath, air was aspirated continuously. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. No leak nor any air were noted in the patient.